Event description:
The customer reported that during use of this tubing set in a knee arthroscopy, the flow ran continuously for approximately 10-15 seconds when the staff noticed the patient's calf was extremely swollen. The customer reported that the pump did not alarm during this event. The tubing set was changed out and the procedure completed. The patient was monitored in recovery for an extra 5-6 hours. It was reported that the swelling resolved without any complication, and the patient was discharged home the same day.

Manufacturer narrative:
Investigation findings: conmed linvatec received the tubing set for evaluation and confirmed the reported problem. A visual examination of the returned tubing set found the pressure sensing o-ring missing. In follow-up with the customer, the tubing set and pump were tested prior to use. The pump in use at the time of this event was not returned for eval. The pump instruction manual cautions the user to inspect the cassette, and o-ring, and perform a patency test prior to the start of a procedure to verify the integrity of the pressure system. The customer will be contacted with the findings and provided additional info on this product.